Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic ovarian cystectomy. Event description: the bag was being used as it should be, having been placed down the port to retrieve a large dermatoid cyst. The event occurred during a laparoscopic ovarian cystectomy, in which the bag burst whilst retrieving a large dermatoid cyst. The device was replaced with an inzii universal bag. Intervention: the device was replaced with an inzii universal bag. Patient status: patient is normal.

Event description:
Procedure performed: laparoscopic ovarian cystectomy. Event description: the bag was being used as it should be, having been placed down the port to retrieve a large dermatoid cyst. The event occurred during a laparoscopic ovarian cystectomy, in which the bag burst whilst retrieving a large dermatoid cyst. The device was replaced with an inzii universal bag. Intervention: the device was replaced with an inzii universal bag. Patient status: patient is normal.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the de-tails surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.